Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to instability. Patient was revised from a size 3 9mm insert to a size 3 11mm insert.

Manufacturer narrative:
An event regarding instability involving an unknown insert component was reported. The event was confirmed by medical review. Device evaluation and results: not performed as product was not returned a review of the provided medical records by a clinical consultant indicated: inadequate bearing thickness during primary arthroplasty has contributed to early instability requiring revision to a thicker bearing. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. A review of the provided medical records by a clinical consultant indicated: inadequate bearing thickness during primary arthroplasty has contributed to early instability requiring revision to a thicker bearing. Instability is a "soft tissue¿ problem of the structures around an arthroplasty that is determined by the size, position and other geometrical aspects of the implanted devices in relationship to the anatomy and ligament space of the knee and has no relationship at all with the specific device properties as related to manufacturing or materials composition. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised due to instability. Patient was revised from a size 3 9mm insert to a size 3 11mm insert.